Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed that the device incurred longer than nominal charge time with the original device battery. The device was able to provide a 35j charge within nominal charge time when using a donor battery. A battery depletion mechanism such as high current drain was not observed. The saved to disk data indicated that the battery incurred rapid voltage depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with the charge-circuit inactivated and excessive charge time noted. Anti-tachycardia pacing and shocks were suspended. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.